Event description:
Boston scientific received information that the patient experienced an episode of syncope and was manually shocked. Upon review of the arrhythmia logbook there were ten ventricular episodes recorded. Out of the ten, seven were non-sustained ventricular tachycardia episodes, two were anti-tachycardia pacing (atp) only episodes and one was a no therapy episode. The electrogram (egm) strip was reviewed by boston scientific technical services (ts) and possible oversensing along with undersensing and the device pacing over what appears to be a ventricular fibrillation (vf) on the shock channel was observed. Ts advised the clinician to test the right ventricular (rv) lead to assess the lead's integrity. An email was sent to the field representative in an attempt to obtain additional information from the clinic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the field representative contacted the clinic to obtain additional information. The clinic stated that the patient was transferred to the electrophysiology lab at a different facility where he will undergo possible ablation for recurrent ventricular tachycardia, and a thorough evaluation of the leads. The clinician did not have any further information.

Manufacturer narrative:
No additional information is currently available. The event will be updated if additional information becomes available.